Event description:
Medtronic received a report that an axium coil was used. The adverse event (ae) overview stated that the patient experienced no discomfort and no harm was caused at that time. The situation for use section stated that this product is suitable for embolization treatment of intracranial aneurysms and other neurovascular malformations such as arteriovenous malformations and arteriovenous fistulas, as well as arterial and venous embolization treatment of peripheral blood vessels. There was stent placement and antiplatelet therapy (enteric-coated aspirin tablets plus clopidogrel tablets) used. The device was used on (B)(6) 2026 in a medical institution in the interventional room. The use process description stated that: "1. Description of use: on (B)(6) 2026, the patient was treated for ruptured intracranial aneurysm with hemorrhage. Medical staff performed aneurysm embolization using detachable coils with stent assistance. Postoperative head CT review revealed a linear high-density shadow near the proximal end of the aneurysm, indicating partial displacement of the coil wire. The patient experienced no discomfort and no harm was identified at that time. The patient¿s condition was scheduled for continued observation. 2. Description of the adverse event: postoperative head CT showed a linear high-density shadow near the proximal end of the aneurysm, consistent with partial displacement of the coil wire. 3. Impact on the patient: the patient experienced no discomfort, and no injury was caused at that time. 4. Measures taken and outcome: the patient¿s condition was continuously monitored, with ongoing observation planned." The event cause analysis was that the operation cause was unable to be determined. After coil embolization, hemodynamic instability within the aneurysm sac, including high-velocity blood flow or vortex flow, may have pushed the coil, leading to displacement and migration toward the parent artery. This resulted in the postoperative head CT finding of a linear high-density shadow near the proximal end of the aneurysm. The preliminary action was that the patient¿s condition was continuously monitored. The biomedical engineering department was informed, and the event was reported as an adverse event. The review result of the municipal center where the report was submitted was that it passed.

Manufacturer narrative:
B5: there was a report of an adverse event but there was no harm to the patient. Therefore, this event does not meet the definition of an adverse event at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.